Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 560 mg/dl at the time of incident and the current blood glucose level was 336 mg/dl and 379 mg/dl. The customer was declined troubleshooting for high blood glucose level. Customer stated that the insulin flow inside the insulin pump cartridge. Customer stated there was fluid in the reservoir compartment. Customer stated that auto mode feature was on. The insulin pump will not be returned for analysis and the reservoir will be returned for analysis.